Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the percutaneous leads were explanted and replaced with a paddle lead to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05208. It was reported that the patient experienced ineffective therapy due to the leads migrating down. As a result, surgical intervention may be undertaken in the future.